Manufacturer narrative:
The device was received with no esc and act button response due to corroded keypad traces. There was no button error alarm noted during testing. The pump was received with minor scratched display window, cracked reservoir tube lip, and missing end cap sticker. There was no moisture damage inside pump. (B)(4).

Event description:
The customer reported via phone call of button error on her insulin pump. The customer states being in the swimming pull with the device. The customer's blood glucose levels were unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The device is being returned and replaced.